Event description:
It was reported via repair work order that the power cord was missing the ground pin. Additionally the left and right siderails had broken cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was missing the ground pin. Additionally the left and right siderails had broken cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation concluded this event was previously reported in medwatch 0001831750-2013-03297.